Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. The root cause was an open j4 wire on the pca board. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.